Event description:
It was reported that the device was explanted due to unknown reason. The occurence date is unknown; therefore the aware date is being used as the occurrence date. Letter required.

Manufacturer narrative:
Evaluation summary: "moderate to heavy intrinsic and extrinsic calcification was present in the cusp and free margin of all leaflets. The calcification had reduced leaflet mobility and thus led to stenosis. A gap was visible at the coaptation region of the leaflets. One tear, 2 mm in length, was noted on the free margin of leaflet one at the cusp 1 post. Two tears were noted on the free margin of leaflet two: one tear, 3 mm in length at the cusp 3 post and one tear, 1 mm in length, near the cusp 3 post. Another two tears were present on the free margin of leaflet three: one tear, 2 mm in length, at the cusp 3 post and one tear, 1 mm in length at the cusp one post. Calcification was observed at all the tear sites. Minimal host tissue overgrowth was observed on the stent and tissue on the inflow and outflow aspects. Host tissue overgrowth encroached into the orifice by 3 mm on the inflow aspect. Extensive calcification was noted in the x-ray. " evaluation: x-ray.

Event description:
It was previously reported that the device was explanted due to unknown reasons. The occurence date is unknown; therefore the aware date is being used as the occurence date. The device was originally implanted in 2004, and explanted in 2009, after a 56 month implant duration. Two months later, received operative report from surgeon's office indicating device explanted due to mitral stenosis.